Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had high blood glucose levels in the range of 300 mg/dl to 400 mg/dl. The customer reported a failed battery test alarm from the insulin pump. The customer reported using new batteries on the insulin pump. The customer also reported several motor error alarms from the insulin pump during prime. Troubleshooting was done. The customer was instructed to check the contacts on the battery cap for damage. It was reported that the contacts were not missing or damaged. The customer was advised to inspect the battery compartment and spring for corrosion or damage. It was reported that neither the battery compartment nor spring were damaged or corroded. The customer could not clear the motor error alarm from the insulin pump because of the failed battery test alarm. The customer was advised that the insulin pump would need to be replaced. No additional information was provided.